Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the cannula was not properly inserted in the infusion site. The customer's blood glucose level reached 386 mg/dl. The pod was worn between 1 and 4 hours.